Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had fingerprint reader failure. A field service engineer completed diagnostics, tested the fingerprint reader using the hardware testing application, and the customer confirmed that the fingerprint reader was functioning properly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not lighting up and customer were unable to scan their finger. The screen showed a prompt to scan, the camera displayed the fingerprint, but the light did not turn on to scan the finger. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.